Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2273 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal end of the catheter was unable to be attached with the extension tubing successfully. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is unconfirmed as the reported problem could not be reproduced and the returned samples were found to be within specification. One 4 fr two-piece groshong nxt connector and one 4 fr single lumen groshong clearvue catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The connector pieces and catheter were returned not assembled. The returned catheter was found to be able to pass completely through the returned connector piece. The connector pieces were assembled, and an audible click could be heard when the connection was made. The connection was found to be firm and could not be pulled apart by hand. A microscopic observation revealed no damage on the returned samples, and the connector pieces were measured and found to be within specification. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the distal end of the catheter was unable to be attached with the extension tubing successfully. No other information was provided.